Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the wheel lock on the left side will not lock down on the drive wheel.